Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not working properly and low leak¿co2 rebreathing error message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse corrected by resetting the device settings. Per good faith effort (gfe) response, it was confirmed that during a routine check, the device displayed flashing alarms, prompting further evaluation. The unit was confirmed to be out of patient use at the time the issue was identified. Troubleshooting involved reseating the internal boards, and no additional corrective actions beyond resetting device settings were required. After the intervention, the device successfully passed performance specification testing, confirming that it met all operational requirements, and the ventilator has since been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E:(B)(6).